Event description:
It was reported that the patient presented in emergency room after receiving appropriate therapy. High, out of range pacing lead impedance was observed. The lead impedance had been increasing for the past several months. Increased capture threshold was also noted. Lead fracture due to clavicular crush was suspected. The lead was capped and replaced. The patient condition was stable after the event.